Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had blurry image and leakage was noted from the switch number one during preparation for use. Upon inspection and testing of the returned device, it was observed, the display resolution was noted to be out of standard due to damaged charged coupled device (ccd) unit. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the display resolution was noted to be out of standard due to damaged charged coupled device (ccd) unit, the bending section adhesive was broken, the screen is partially dark due to the scratch on ccd lens, the plastic distal end cover was deformed, corrosion was noted at the connector due to the leakage, switch 1 had a pinhole, angulation in the up direction was out of standards due to worn angle-wire, coating on universal cord was peeled off, the connecting tube was corrugated, the connecting tube was discolored and the connecting tube protector had a crack. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, causing abnormal display resolution. The user were able to detect the event properly by handling device in accordance with the following instructions for use (IFU): ¿·inspection of the endoscopic image¿ it may have been possible for the user to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: ¿·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.